Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, physician did not expect that as shipped parameters for the esprit pacemaker would be bipolar for pacing and sensing. Consequently, a patient was reportedly re-hospitalized in another center.

Event description:
Reportedly, physician did not expect that as shipped parameters for the esprit pacemaker would be bipolar for pacing and sensing. Consequently, a patient was reportedly re-hospitalized in another center.

Manufacturer narrative:
(B)(4).

Event description:
Reportedly, physician did not expect that as shipped parameters for the esprit pacemaker would be bipolar for pacing and sensing. Consequently, a patient was reportedly re-hospitalized in another center.